Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated sodium (na) results on the alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr determined the tbg, ict valve no to waste (c-35016691-02) was blocked, the fsr removed the blockage, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The tbg, ict valve no to waste (c-35016691-02) was determined to be the likely cause. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated sodium result for one patient on the alinity c processing module, serial (B)(6). The sample was repeated with higher result on another alinity. The following data was provided: sid (B)(6) initial result = 170 repeat result = 139. The normal range for sodium is 133-146. Critical limits are <120 and >150 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated sodium result for one patient on the alinity c processing module, serial number (B)(6). The sample was repeated with higher result on another alinity. The following data was provided: sid (B)(6) initial result = (B)(6) repeat result = (B)(6). The normal range for sodium is 133-146. Critical limits are <120 and >150 no impact to patient management was reported.